Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor that paired with the dexcom app but displayed a pairing failed message on the ilet after initially attempting to pair the sensor with the ilet, consistent with an intermittent communication failure involving the antenna/electrical communication pathway between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between systems along with intermittent communication failure, with the implicated device components including the antenna and broader electrical and magnetic communication elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.